Event description:
On (B) (6) 2008, a patient was implanted with a gore propaten vascular graft in a bypass procedure in the left leg from the common femoral artery to the popliteal artery. The graft lost primary patency due to thrombosis at 4 months. A graft infection led to necrosis and amputation of the limb at the 4th month. The graft was still patent. No further information is available.

Manufacturer narrative:
Additional information was received on 04/21/10 which changed the status of this event to reportable. The due date for this report is 05/21/10. No further information is available.